Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended due to the risk of safety mode occurring or zip telemetry becoming disabled. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.